Event description:
As per information received in 2020 the recipient wanted to be re-implanted because she was not satisfied with the performances of the device throughout the years. The recipient has been re-implanted with a new device on (B)(6) 2020. For further information please refer to 9710014-2021-00183.